Event description:
Device retured for repair only. Tip section of shaft was broken off. Follow-up contact with hospital revealed that device had broken during surgery but, that piece was easily retrieved and that the problem had no impact on the pt or procedure.